Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's device was stuck retrieving the noise reversion electrograms (egms). The device listed multiple episodes but was stuck trying to retrieve the egms. The egms and diagnostics were cleared. Further information was requested but not available.